Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported back-up vvi mode could not be conclusively determined. (B)(4).

Event description:
During follow-up, the device was noted to be in back-up vvi. The patient underwent an CT scan prior to the follow-up; however, it is unknown if the CT caused the device to go into back-up vvi. A device download was performed successfully and the settings were restored. The patient is stable.